Event description:
The surgeon was performing as shoulder repair and was placing the suretac when it split while being inserted. All pieces of the suretac were removed, which caused a delay of fifteen minutes. An additional suretac was used to complete the repair. No patient injury or complications resulted.